Event description:
It was reported that the pump usb port was damaged and pump battery was unable to be charged. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.